Event description:
Note: this report is the second of three reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03054 and #3005099803-2008-03078 for details regarding the second and third devices. It was reported to boston scientific corporation in early 2006 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography on a female patient (age and weight unknown) the day prior. According to the complainant, the guidewire came out of the catheter "before the exit point." This made it impossible to slide the catheter back and forth over the wire. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as fine.

Manufacturer narrative:
A device history record review was carried out and no anomalies were found. The unit returned was within manufacturing tolerances. No cosmetic or functional defects were detected. The reported defect could not be duplicated. The cause of the reported complaint is undetermined.